Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customer had a blood glucose level of 400 mg/dl. The customer received two no delivery alarms from his insulin pump. Standard troubleshooting was performed. The customer disconnected and reconnected the reservoir ad infusion set and manually pushed insulin out of the insulin pump. The insulin pump functioned according to design. The customer was advised the alarms were due to a reservoir or infusion set occlusion. The product is not being returned. Nothing further was reported.